Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due to high blood glucose level on (B)(6) 2019. Customer had low blood glucose level of 75 mg/dl, and then they take into hospital with nausea and vomiting having high blood glucose level. Customer¿s blood glucose level was 485 mg/dl, at the time of hospitalized. Customer was treat with intravenous drip and manual injection for high blood glucose level. Customer reported that the insulin pump was difficult to read due to scratches on screen. The insulin pump was slower during rewind and had reject new battery issue. Customer reported diminished battery life. The insulin pump had button error; all button stopped responding. The insulin pump will not be returned for analysis.